Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 235 mg/dl. The customer reported that the insulin pump had scratches on the display due to wear and tear. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Insulin pump had minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip. No damage noted on lcd glass. Insulin pump received without belt clip. Unable to verify damage to belt clip. No damage noted on belt clip slot.